Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted no issue with other assays. The customer stated that a deionized (di) water test indicated no colonies. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the advia 1800 analyzer, bled the air out of the water system, and verified the large water pump pressure is operational. The cse verified the vacuum pump, water filter, dilution washer (dwud) nozzles, and valves and found two nozzles were clogged. The nozzles were serviced and replaced. The cse verified the reaction tray washer (wud) operation and decontaminated the analyzer. The cse performed an adjustment to the mixing height and probe positioning and ran a system prime to verify no air in any of the pumps. The cse replaced the saline, cuvette wash, and conditioner supplies with new ones and performed a wash 2 test. No issues were noted post-service, and the customer ran quality controls (qc). The results were acceptable, and the customer was satisfied with the operation of the analyzer. Siemens reviewed the information provided, and the cause of falsely elevated carbon dioxide, concentrated (co2_c) results is unknown. The instrument is performing according to specifications, and no further evaluation was required.

Event description:
The customer obtained discordant falsely elevated carbon dioxide, concentrated (co2_c) results on an advia 1800 analyzer. The results were not reported to the physician(s). The customer used the same samples tubes to perform repeat testing on an alternate advia 1800 analyzer. The customer noted the repeat results were lower and consistent with the patient's history. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.